Event description:
In bound call from pt's niece, reports pump reads: disabled pump not running. Pt does have a backup pump and no interruption to therapy. No other info provided. Did the reported product fault occur while in use with a pt? Yes; did the product issue cause or contribute to pt or clinical injury? No. Is the actual product available to be returned for investigation? Yes. Did we replace the device? Yes. Reported to (B)(6) by pt/caregiver.